Event description:
I am a physician and purchased a medical laser. The laser requires a plastic tip to work. I purchased skin tightening device from thermage from (B)(6) after being told by the company that they would tighten the skin and pts would not need surgery. I purchased the tips for over (B)(6) but when I used the tip it did not work as the company said it would. Solta medical inc informed me that they were improving the product and assured me that it would work. However, the skin tightening tip did not work as promised and subsequently the tips were discontinued. I was then left with medical tips that did not work and expired even though the company never disclosed to me verbally or in writing that the tips would expire. I checked the box on the tips after speaking with the company and there was a date but it did not state that it was an exp date. Solta medical has refused to provide me with replacement tips or a refund on the tips. I am unable to provide svs to my pts and now solta medical inc wants me to spend over (B)(6) to replace the defective expired tips that they no longer make because they were ineffective so that I can treat my pts. I have called numerous times over the past year with no success in getting them to resolve this matter. To make matters worse they want me to purchase new equipment for over (B)(6) just to get them to cooperate with me. I have pts that want the procedure but don't have the proper tips to perform the svc. (B)(6), md. Thermage tips and therapy date (B)(6) 2011.